Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause has been determined to be related to a supplier manufacturing issue. (B)(4).

Event description:
Same case as: 2134265-2017-00090, 2134265-2017-00091, 2134265-2017-00092, 2134265-2017-00093. It was reported that the pouch seals are missing. During unpacking of an imager ii angiographic catheter, the pouch seals were missing. There were no patient involvement.